Event description:
It was reported that the sensor wire expired april 2025. It was used in the patient after expiration date. There were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a1801 captures the reportable event of sterility compromised.